Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It is reported that the arcticsun device displayed an alert 113. Technical support confirmed a failed mixing pump.